Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial perforation requiring treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was placed, reducing the mr to 1. A second procedure was performed on (B)(6) 2018, as the mr had increased to 3 due to progression of disease. One clip was implanted, reducing the mr to 1. After removal of the steerable guide catheter (sgc), an atrial right to left shunt was noted, causing saturation drop. An occluder was placed to close the atrial septal defect. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported atrial perforation in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effect of atrial perforation, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.